Event description:
Continued ongoing CPAP therapy with a new resmed airsense 11. From first use, "plastic" odor was noticeable but somewhat tolerable. I was very tired. On the fourth evening of use, the air coming through the machine's tube into my face mask started to burn my nasal tissues, mouth and lungs like I was in a fire. Discontinued use at that time and went back to original CPAP unit airsense 10. Thank goodness! Called superior oxygen and scheduled their earliest appointment for repair or replacement on (B)(6) 2024. Ubt superior oxygen will be able to repair it without the machine being sent back to resmed.